Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support showed the pump battery depleted from 100% to 15% within two days. There was no reported impact to the customer¿s blood glucose level. Reportedly the customer had manual injections as alternate insulin therapy.